Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot #: va1h251, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-may-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that during transfer between the gurneys of the patient due to an unrelated medical issue, patient felt a pulling sensation and thought something happened to the ins device. Upon x-ray it was determined that the lead had moved. The health care professional made a decision for a lead replacement. During extraction of the old lead, the lead fractured and the hcp decided to abandon the lead and proceed with the implantation of the new lead. The new lead was connected to the battery , the system was working great and the patient was very happy. The cause of the lead migration and breakage was unknown. No symptoms were reported and no further complications were noted or anticipated